Manufacturer narrative:
(B)(4). The investigation of the returned transducer confirmed poor image quality. The root cause was determined to be air voids in the acoustic window. The supplier is taking corrective/preventive action to address this issue.

Event description:
The customer reported that the s8-3t transducer was exhibiting poor image quality during clinical use. However, the procedure was completed with the same transducer. The issue did not affect pt outcome. No pt or user has been harmed as a result of this event.